Event description:
Reporter stated that a patient capillary sample was tested, using the suspect device, with a result of 90 mg/dl. Reporter indicated that, less than 10 minutes later, a venous sample obtained from the same patient measured 34 mg/dl in the facility's lab. Reporter indicated that the patient had already been released, when the lab value was obtained. Reporter noted that patient was not experiencing any hypoglycemic symptoms. Reporter stated that the facility subsequently phoned the patient and advised him to closely monitor his blood glucose. No patient injury was reported and no treatment was received. Quality control testing had not been performed on the device. Technical support requested the return of the suspect product and replacement product was shipped.